Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, delamination of the valve, curved opening on posterior, creases fold, and brown particles. Leak test and microscopic analysis were performed which identified a striated opening on posterior, non-penetrating nicks, and delamination of the valve. Based on the device analysis the final assessment was total delamination of the valve due to adhesive failure, and a striated opening on posterior due to surgical damage consist in the use of some surgical tools.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.